Manufacturer narrative:
The initial reporter was getinge technician. Additional information will be provided following the conclusion of the investigation.

Event description:
On 11th april, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the head of the segment screw was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as this broken screw could lead to fall of the device and as a result of that, could lead to serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated that the head of the segment screw was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as this broken screw could lead to fall of the device and as a result of that, could lead to serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance service. The device has been repaired by replacement of screws and returned to use. A root cause analysis was conducted by the subject matter expert. As stated: during preventive maintenance the spring arm locking screws ensuring the connection between the spring arm ant the light head were detected broken. The failure of the screws is probably related to fatigue stresses. The powerled instruction for use IFU 01581 mentions to replace the spring arm locking screws every 6 years. In april 2019 getinge transmitted the service bulletin 98 on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety. The service bulletin 98 mentions to replace the locking screws every 6 years, during the preventive maintenance. Moreover, the voluntary fsca-808092, relating the maintenance program on maquet sas¿ or light systems, was communicated in september 2023, in order to focus especially the periodic replacement of the locking screws. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.